Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify button, keypad anomaly, failed battery alarm, motor error alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to blank display. Motor passed motor test. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump b button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a motor error and failed battery test alarm and stated that the insulin pump works fine only the button has an issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.